Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. During this procedure, the physician cannulated the ipsilateral limb instead of the contralateral one; therefore, both limbs were deployed proximally in the ipsilateral limb. The physician elected to use a plug to close the contralateral limb and performed a fem-fem bypass in order to have blood flow on both limbs. The first angiogram showed a type ia endoleak so the physician elected to do a chimney with the use of a gore aortic extension (non-endologix) inside the left renal artery. The final patients status is unknown.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Available patient medical records and imaging studies have been received for evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the device malposition, additional endovascular procedure, the type ia endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The 71-degree angulation in the infrarenal aorta likely contributed to the malposition of the device, making this anatomy related. Both limbs were placed in the ipsilateral limb, making this user related. The femoral-to-femoral bypass could not be directly confirmed due to lack of distal imaging; however, it is presumed based on the aui procedure performed. Device, user, anatomy, or procedure relatedness could not be determined. Procedure related harms were reported as conversion to aui with femoral-to-femoral bypass. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.